Event description:
It was reported that the right atrial (ra) lead was dislodged. A revision procedure was performed and the ra lead was successfully repositioned to resolve the event. The patient is stable.